Event description:
It was reported that the patient with this implantable pacemaker experienced pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed rhythm appears to be pacemaker driven and ended with algorithm appropriately. Also, an atrial undersensing was observed. Ts discussed to consider atrial setting for programming optimization. This device remains in service. No adverse patient effects were reported.